Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by mammography. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Explanting physician reported rupture diagnosed by mammography. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. In the photo only observed a device rupture without labeled for side explanted it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Explanting physician reported rupture diagnosed by mammography. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.